Manufacturer narrative:
(B)(4). At a later date, the patient received additional inappropriate shocks. A review of the episodes revealed that there is intermittent noise that is being oversensed and contributing to the inappropriate therapy. A ts consultant discussed that the noise appears to be mechanical in nature as if the device or electrode tip are coming into contact with something. Additional troubleshooting was provided to help determine the source of the noise. The cause was not confirmed but suspected to be related to postural changes. Noise was produced on all three vectors. The physician reprogrammed the vector to secondary. Engineering review of the episodes with the smart pass filter (not available in this device) showed it would help mitigate the oversensing, and the r-wave amplitudes in the secondary vector were larger, reducing the chance that smart pass would disable due to diminished amplitudes. Rescreening was also performed, where it was revealed the r-wave amplitudes would be improved if the electrode were positioned on the right side of the sternum. However, the physician was reluctant to consider repositioning the electrode. The patient would decide if the device should be replaced with the new model to include the smart pass feature. No surgical intervention had been performed.

Event description:
Boston scientific received information that in 2014 the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while walking and talking on a mobile phone. When the episode was reviewed, it was determined that the shock was due to t-wave oversensing. A memory download was performed and sent to boston scientific technical services (ts) for further assistance. The patient was hospitalized as a precaution with the device turned off. No adverse patient effects were reported. Both a ts consultant and engineer reviewed the data and determined that the oversensing was a result of a change in the patient's morphology. It was noted that this change occurred when the patient's heart rate was at 100 bpm so exercise testing was discussed to help determine the best vector. Additional troubleshooting was also provided to help determine the best course of action for this patient's care. Exercise testing was performed and the oversensing was not able to be recreated. A new template was acquired and the conditional zone was modified between 200 and 250 bpm. Smart charge time was added as well. The physician also reported that this patient has a history of myocarditis and also presented with low potassium levels which is believed to be due to her medication. As a result, the physician feels that this may be causing issues with repoloarization and does not feel that this is a device issue. The device has been turned back on and remains implanted and in service. The device and electrode remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.